Event description:
It was reported that an episode occurred in the device that looked to be noise. It was questioned whether it could be true ventricular tachycardia. The patient was not symptomatic. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an episode occurred in the device that looked to be noise. It was questioned whether it could be true ventricular tachycardia. The patient was not symptomatic. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The loop recorder was returned and information identified in the manufacture's database indicated the patient was deceased. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.